Event description:
Procedure: lap chole. According to the reporter: the top of the device broke, the black outer sheath. Nothing fell into the pt's cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).